Manufacturer narrative:
(B)(4). The exact age of the patient was unknown; however, this was reported to be a neonatal patient. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow through a one-link device during infusion. The device was connected to a t connector and a baxter primary set, and was being used with a sigma spectrum pump. Shortly after the start of infusion, blood was found to be backflowing into the t connector. The one-link device was removed, and the primary set was connected directly to the t connector. Therapy was resumed with no further issues noted. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Simulated use testing, clear passage testing, and underwater pressure testing were performed with no issues noted. The device was found to operate per specification. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.